Event description:
It was reported that inappropriate shocks were delivered to the patient due to noise on the right ventricular (rv) lead. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event. (B)(6) 2015, 09:28:24 the device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The lithium anode showed localized discharge along the edges and in several of the turns, but there was no defined separation between the lithium segments. Concomitant products: product ID: 6949-58 lead, implanted: (B)(6) 2007. Product ID: 4194-88 lead, implanted: (B)(6) 2009. (B)(4).